Event description:
Procedure: laparotomy. According to the report: the customer reports that after the ceea was fired, the anvil became stuck to the inside of the bowel. This occurred within the first 5 minutes of use. When the handle of the stapler was removed, there was no anvil attached. A colostomy was performed to remove the anvil. The sample is being sent for evaluation.

Manufacturer narrative:
Date initial report sent: 11/11/2009.